Event description:
A malfunction was reported when the pump displayed malfunction code malf 16, accompanied by fault ID 16-0x20e6. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as it was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy. Tandem confirmed the shipping address and instructed the caller to place the pump in storage mode before returning it with a pre-paid label. The caller understood and acknowledged all instructions.